Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
The patient underwent surgery due to an infection that was initially only supposed to be debridement, cleaning and treating with antibiotics. Upon opening the surgical site, the vns system was found to be compromised so the full system was explanted instead. It was noted that prior to surgery the physician did try treating the infection with antibiotics but the infection evolved. The device history records for the generator and lead were both reviewed. The generator and lead were confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.